Event description:
This became dislodged on three separate occasions since implant. The lead was repositioned twice. After the third dislodgement, this lead was removed and the atrial header port was plugged. The implanting physician requested an analysis to verify that the helix on this lead can be fully extended to 1.8mm. There are no additional adverse events reported for this pt.